Manufacturer narrative:
The liquid embolic material was not returned as it was consumed in the procedure. Attempts to get additional information were made, however, our attempts were unsuccessful. The report of poor liquid embolic material visualization could not be confirmed, and the cause could not be determined. Poor liquid embolic material visualization can occur if the embolic material is mixed less than recommended instructions in the instructions for use (IFU), not continuously mixing until ready to inject or failing to inject the material immediately after mixing. However, the liquid embolic material was reported to have been shaken as per the recommended instructions (25 minutes, speed setting 8). Per the liquid embolic material's IFU: shake the liquid embolic material at least 20 minutes on a liquid embolic material mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix liquid embolic material for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject liquid embolic material immediately after mixing. If the liquid embolic injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of embolic material during injection. All products are 100% inspected for damages and irregularities during manufacture. Linked mdrs: 2029214-2017-01270. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the liquid embolic material was not visible when injected into the catheter. The patient was receiving liquid embolic embolization to treat an arteriovenous malformation (avm) in the ophthalmic origin. Vessel tortuosity was moderate and access vessel was the internal carotid artery (ica) with diameter of 4 mm. No patient injury was reported to have occurred.